Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. Moisture damage was also found on the motor. Functional testing including the self test along with the operating currents, unexpected restart error alarm, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system alarm, and no delivery tests could not be performed due to the blank display anomaly. No beeping anomaly was noted. The following physical damage was found: cracked casing at a display window corner, cracked battery tube threads, and minor scratches on the display window.

Event description:
The customer reported via phone call that he fell into a pool while wearing his insulin pump and the screen is now blank. The patient's blood glucose at the time of incident was 350 mg/dl. Troubleshooting did not find any cracks or damage on the insulin pump; the moisture may have caused the blank display. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.